Event description:
The abiomed complaints team received a publication from american society for artificial organs (asaio) 10 impella rp devices used between 2015-2018. Entitled: "contemporary outcomes of temporary percutaneous right ventricular support in a heterogeneous right ventricular failure cohort". There were 5 rp explanted, 3 died, and 1 required device exchange. The malfunction that prompted device exchange was not noted. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported pump stop and death has been completed. Neither the impella nor the data logs were returned for evaluation. Therefore, without additional clinical details, the root cause of the pump stop or the death could be determined. F6/f8-should have been left blank in the initial report.